Event description:
It was reported that following an ablation procedure, the patient experienced recurrence of atrial flutter with 2:1 conduction at ap proximately 150 beats per minute, resulting in hospitalization. Blood tests showed no significant derangements related to arrhythmia. Multiple electrocardiograms showed both atrial flutter and normal sinus rhythm. An electrophysiology study was performed, which identified a suspected epicardial bridge as the mechanism of continued arrhythmia, and electrical cardioversion was conducted. The patient's beta-blocker was discontinued, and cardiac computed tomography was scheduled for further evaluation. Plans were made for future ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.